Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak from the reagent probe on unicel dxc 600 pro synchron clinical system. No injury was reported and there was no effect to patient or user.

Manufacturer narrative:
All reagent cartridges were contaminated. A bci field service engineer (fse) replaced the solenoid valve, cleaned the reagent carousel, and replaced all reagent cartridges. The fse primed the instrument, performed calibration, and ran all qc. The system was resumed.